Event description:
It was reported that during a pulmonary vein isolation procedure a versacross connect rf wire was selected for use. During procedure, just after transeptal, during effusion check an effusion was noted at the base of the right ventricle. Pericardiocentesis with 2100 ccs of blood was performed. Patient was transferred to the or for CT surgery however was stable the entire time. Perforation of the right atrium anterior wall. Physician was unsure of the mechanism of the perf, either with versacross or ice, but does not blame the products for the complication. Patient expected to fully recover. The device is not expected to be returned as it was disposed of.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.